Event description:
It was reported that the haptic of the intraocular lens (iol) ripped off during implantation into patient's left eye. The lens was cut out and another lens of same model and diopter was used as the replacement iol. There was no patient injury reported and no medical/surgical intervention was required. No further information was provided.

Manufacturer narrative:
Weight and ethnicity: unknown, information was asked. However, it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Device evaluated by MFR: the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: jan 31, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and the lens was cut in half consistent with a lens handled during removal and replacement. A detached haptic was also observed. The complaint issue was confirmed; however, this can be attributed to handling during insertion and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.